Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure two mitraclips were implanted successfully. While removing the steerable guide catheter a right to left shunt was identified and an iasd was required to close the shunt. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported perforation. Based on available information, the reported perforation appears to be related to the implant procedure (hole created by transseptal puncture and subsequent sgc insertion). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a